Manufacturer narrative:
This MDR is related to MDR 1835959-2015-00216.

Event description:
The patient was reportedly implanted with a surgisis tension-free urethral sling on (B)(6) 2008, at gainesville vet center in gainesville, florida, by dr. (B)(6). The patient was also reportedly implanted with a biodesign tension-free urethral sling on (B)(6) 2009, at (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.